Event description:
It was reported that the t:slim x2 pump battery failed to charge, leading to a pump shutdown and an inability to turn the pump back on. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue was resolved when the customer used a non-tandem wall adapter to charge the pump, and a replacement tandem wall adapter was sent to the customer. Technical support informed the customer about resetting insulin settings and restarting sessions and advised monitoring for any persisting issues.